Event description:
Tavr (transcatheter aortic valve replacement) procedure was being done and valve was not deploying correctly and it was determined that valve was bent. Unknown if user error, increased calcification, or product problem.